Manufacturer narrative:
A headway 14 from microvention/terumo was utilized to deliver the orbit galaxy. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Concomitant medical products: coil, stent, microcatheters, snare device, and guidewire. During the event, orbit standard coils, microvention hydroform coil, orbit galaxy fill, enterprise stent, two microcatheters in the aneurysm, prowler lpes (jailed) and the non-cordis (headwave) microvention were at the site during the event. After the event micrus coils, orbit, delta packs, hidro-frames, galaxy coils were deployed at the site. The target site was the (ica) internal carotid artery with a saccular aneurysm that measure 1.6mm and with a gigantic neck. No balloon remodeling was utilized during the procedure. A total of 24 coils were placed in the aneurysm, including additional galaxy coils. A cd copy of the procedure is not available. The patient was in good and stable condition two days after the procedure. Part of the coil that separated is going to be retuned along with the delivery system and the snare device additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A non-sterile orbit galaxy product was received coiled inside of a plastic bag. Introducer was received zipped and presented no damages. Hypotube was inspected and kinks/bends were found on it. Support coil and gripper were inside of the introducer. At unaided-eye gripper presented a wavy condition along it. Support coil presented no damages. In addition a non-cordis microcatheter was received in the same plastic bag. Embolic coil was protruding from the distal tip of the microcatheter. Microcatheter presented a twisted section was noted near to the hub. No other damages were noted. Embolic coil was inspected under microscope and it was stretched, headpiece was out of the microcatheter. During the analysis under microscope was noticed that the embolic coil was protruding from the distal tip of the microcatheter. Residues of blood were observed on the coil. The distal section of the microcatheter was pulled and at this time the distal end of the embolic coil come out. Purge hole was inspected and no anomalies were noted, wavy condition of the gripper could not be conclusively determined. Dimensional inspection (ID) was performed in the received microcatheter and according the IFU it is compatible with the orbit galaxy product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500326 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure by the customer as "coil detached from the delivery system during placement," could be confirmed due to the coil was received detached from the delivery system. In the investigation performed by (B)(4), the customer state that "galaxy coil (640cfc0412/13500326) prematurely detached from the delivery system during placement, since the coil became entangled with the coil mass"; this indicates that procedural factors and handling of the unit could impact in the reported failure due to premature detachment was caused to coil getting tangled in the coil mass. The cause of the kinks noted in the hypotube and the damages in the embolic coil could not be conclusively determined; however, neither the analysis nor the DHR review suggests that this damage could be related to the manufacturing issue. Inspections are in place that prevents this kind of damages leaving from the facility. Therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
When the galaxy coil (640cfc0412/13500326), which was delivered via a headway 14 microcatheter (microvention/terumo), was being repositioned in the aneurysm resistance was felt and the delivery system could not be pulled out; it was stuck with the coil mass. An attempt was made to utilize the second jailed microcatheter to maneuver the coil mass in order to release the galaxy coil; however this was not successful. Additional torque/pulling/manipulation was utilized during attempts to free the coil from the coil mass. The coil prematurely detached with part in the aneurysm and part out of the aneurysm. It was reported that there was no resistance/friction with the coil or delivery system and the delivery catheter; however, follow-up information it was reported that the physician commented that there was friction at distal tip of mc as coil was exiting and could not determine if coil was getting stuck in mc or whether it was due to challenges to coil making first breaks and it was stuck in nest of coils. The delivery system was removed from the patient, and a snare device was delivered to re-capture the coil, but the coil broke/separated into two pieces, and part of the coil stayed in the patient between the aneurysm and parent artery. A non-sterile orbit galaxy product was received coiled inside of a plastic bag. The introducer was received zipped and presented with no damages. Kinks/bends were found on the hypotube with inspection. Support coil and gripper were inside of the introducer. With unaided-visual inspection a wavy condition along the gripper was noted. Support coil presented no damages. In addition a non-cordis microcatheter was received in the same plastic bag. Microcatheter presented with a twisted section noted near to the hub. During the analysis under microscope, was noticed that the embolic coil was protruding from some kind of rupture in the distal section of the microcatheter. The embolic coil was inspected under microscope and it was stretched, headpiece was out of the microcatheter. Residues of blood were observed on the coil. The distal section of the microcatheter was pulled and at this time the distal end of the embolic coil come out. Purge hole was inspected and no anomalies were noted, wavy condition of the gripper could not be conclusively determined. Dimensional inspection (ID) was performed in the received microcatheter and according the IFU it is compatible with the orbit galaxy product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500326 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500326 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The premature detachment was confirmed; however, the coil was not broken. Although the middle section of the coil was stretched, the entire coil was received as evidenced by the head-piece and the distal suture bead. Based on the report that the coil prematurely detached from the delivery system during placement since the coil became entangled with the coil mass, it appears that procedural factors including and coil entanglement and device manipulation impacted the reported premature detachment. No further information is available regarding the finding of the coil protruding from a rupture in the microcatheter. Although the concomitant microcatheter is compatible with the coil system, based on the reported resistance at the distal end and the ruptured condition of the microcatheter, it appears that the concomitant microcatheter contributed to the resistance during delivery and the reported event. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. The cause of the kinks noted in the hypotube and the damages in the embolic coil could not be conclusively determined; however neither the analysis nor the DHR review suggests a relationship to the manufacturing issue. Inspections are in place to prevent this kind of damages leaving from the facility. Procedural factors appear to have contributed to the event and the condition of the returned device. Therefore no corrective actions will be taken at this time.

Event description:
The report indicated that the galaxy coil (640cfc0412/13500326) prematurely detached from the delivery system during placement, since the coil became entangled with the coil mass. Attempts were made to move the coil mass with a second microcatheter (jailed during the procedure) and release the entangled coil, but this was unsuccessful. Additional torque, pulling and manipulation were utilized at any times, during the attempts to free the coil from the coil mass. The delivery system was removed from the patient, and a snare device was delivered to re-capture the coil, but the coil broke/separated into two pieces, and part of the coil stayed in the patient between the aneurysm and parent artery. The coil did not unraveled or stretched, and there were no other damages noticed in any section of the device. The coil was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. No resistance/friction occurred with the coil or delivery system and the catheter utilized for delivery.